Event description:
A review of service data detected a reportable event. During servicing of monitor, which was returned for routine maintenance, it was discovered that monitor had a front response button that would stick. The last pt to use this monitor did not report any problems with it.

Manufacturer narrative:
Device evaluation of monitor has been completed. The monitor was found to have a front response button switch that would stick intermittently. The root cause of the stuck switch is currently under investigation and has not been determined up to this date. The response button was repaired and the monitor was retested and restocked. No adverse event resulted from the faulty response button.